Event description:
Apgar denmark reports broken tip. Looks like 3252 from the photo. The tip broke inside the patient in several pieces, and they were not sure if all the pieces were recovered. Microline plans to examine the tip to determine if any fragments remained in the patient; initial inspection of the photograph of the device suggests that all pieces were retrieved.